Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ("perforation of organs / bladder perforation") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2012. At the time of the report, the bladder perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered bladder perforation, device dislocation and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of bladder perforation ("perforation of organs / bladder perforation") and device dislocation ("migration of implant") in a female patient who had essure (batch no. 975395) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2013, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), rash ("rash") and weight increased ("weight gain"). In 2014, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant) and surgery (to remove the essure implant). Essure was removed in (B)(6) 2012. At the time of the report, the bladder perforation, device dislocation, pelvic pain, menorrhagia, vaginal haemorrhage, rash, migraine, headache, dysmenorrhoea, vaginal discharge, weight increased and alopecia outcome was unknown. The reporter considered alopecia, bladder perforation, device dislocation, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received: reporter, essure lot number 975395 and events (abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: rash, migraines / headaches, dysmenorrhea (cramping), pain, vaginal discharge, weight gain / loss specify which one: weight gain, hair loss, she didn¿t undergo an essure confirmation test) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of bladder perforation ("perforation of organs / bladder perforation") and device dislocation ("migration of implant") in a female patient who had essure (batch no. 975395) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2013, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), rash ("rash") and weight increased ("weight gain"). In 2014, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant) and surgery (to remove the essure implant). Essure was removed in (B)(6) 2012. At the time of the report, the bladder perforation, device dislocation, pelvic pain, menorrhagia, vaginal haemorrhage, rash, migraine, headache, dysmenorrhoea, vaginal discharge, weight increased and alopecia outcome was unknown. The reporter considered alopecia, bladder perforation, device dislocation, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('perforation of organs / bladder perforation') and device dislocation ('migration of implant') in a female patient who had essure (batch no. 975395) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". In 2012, the patient experienced migraine ("migraine") and headache ("headaches"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2013, the patient experienced heavy menstrual bleeding ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding") and rash ("rash") and was found to have weight increased ("weight gain"). In 2014, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2012. At the time of the report, the bladder perforation, device dislocation, pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, rash, migraine, headache, dysmenorrhoea, vaginal discharge, weight increased and alopecia outcome was unknown. The reporter considered alopecia, bladder perforation, device dislocation, dysmenorrhoea, headache, heavy menstrual bleeding, migraine, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date: (B)(6) 2012. Unconfirmed quality defect. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-aug-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of bladder perforation ('perforation of organs/bladder perforation') and device dislocation ('migration of implant'). In a female patient who had essure (batch no. 975395) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she didn¿t undergo an essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced migraine ("migraine") and headache ("headaches"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2013, the patient experienced heavy menstrual bleeding ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding") and rash ("rash"). And was found to have weight increased ("weight gain"). In 2014, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2012. At the time of the report, the bladder perforation, device dislocation, pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, rash, migraine, headache, dysmenorrhoea, vaginal discharge, weight increased and alopecia outcome was unknown. The reporter considered alopecia, bladder perforation, device dislocation, dysmenorrhoea, headache, heavy menstrual bleeding, migraine, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted, essure insertion date: (B)(6) 2012. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporters were added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.